Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of symptomatic pelvic relaxation. It was reported that after implant, the patient experienced an unspecified adverse outcome. The product was used with m0068504000 obtryx, lot# oml6012301, expiration date 2009-01.